Manufacturer narrative:
Based on the claim against the product by the customer noting exposed insulation wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation material was lifted; however, there were no missing pieces. The conductor wire was slightly exposed; however, no wires were physically damaged. An electrical continuity test was performed, and the instrument passed. The complaint regarding exposed insulation wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s instrument logs indicated the instrument was last used on (B)(6) 2022 on system (B)(6) with 9 uses remaining. No image or video clip for the reported event was submitted for review. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had damaged wire. The insulated wire was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.